Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 35mg/dl. 200mg/dl, 90mg/dl. Tests were done 11-20 minutes apart with a difference of 90%. Pt did not experience any adverse events. No further info has been reported.